Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2015. The customer was hospitalized on (B)(6) 2015. The cause of death was lung and heart disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the insulin pump had been disconnected on (B)(6) 2015, by the health care provider, due to the customer's blood glucose going up so high. The customer was placed on insulin drips. The customer was not using sensors. The caller declined performing a carelink upload, stating that the customer did not upload, only the customer's health care provider performed the uploads. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on insulin pump assembly. Data analysis: unable to perform data analysis due to no history available on history download. No data was available due to insulin pump being received without battery in the battery tube.